Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that patient reported feeling the stimulation sensation from time to time in her knee (knee replacement). Patient already discussed this with hcp but doctor said it's not possible. Patient states all is well, apart from that. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient has next follow-up appointment in three months. Reviewed device education.